Event description:
Customer's mother stated that the belt clip broke. The blood glucose reading is 42 mg/dl. Customer treated the low with food. The belt clip is coming off the insulin pump. The belt clip is broken at the top. Customer sat down and belt clip broke. The belt clip will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.